Event description:
Procedure type: unk. According to the reporter: the balloon on the trocar popped while in situ in the pt. Immediately removed. A new instrument was used to complete the procedure. The replacement, from the same batch, was fine. No pt injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.